Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a burnt forceps port. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover burns. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:it is assumed that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: instruction manual gif-q260j operation chapter 3 preparation and inspection: 3.2 endoscope inspection: endoscope inspection instruction manual gif-q260j operation chapter 4 usage: 4.2 usage of treatment devices olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.